Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room as he experienced a syncopal event, woke up and sat on couch and then received a shock. A remote interrogation was performed and boston scientific technical services (ts) was consulted to review the data. The remote interrogation found the patient was in ventricular tachycardia (vt) and received anti-tachycardia pacing (atp) appropriately. However the atp accelerated the patient's rhythm to ventricular fibrillation (vf). Appropriate shock therapy was delivered to treat the vf and converted th arrythmia. The emergency room physician asked ts to contact the patient's following physician. The following physician noted that he would have a field representative interrogate the implantable cardioverter defibrillator (ICD) and reprogram appropriately. The ICD remains in service and no additional adverse patient effects were reported.